Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the centrifugal control unit failed to function. The user reported the screen would illuminate, but the motor drive did not function. As a result, an alternative device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.